Manufacturer narrative:
(B)(4) g2: foreign - event occurred in belgium. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time, it was found that the lever of the unit did not always engage. It is unknown if a patient was impacted or if a delay occurred. Due diligence is complete since no further information is available.